Event description:
During scope processing with the steris eps system, the scope passed a system leak test. However, (B)(4) discovered the scope had a minor leak yet the eps did not give any warning and continued to clean the scope. The MFR response is they are still trying to resolve the problem.